Event description:
The customer reported that during an lavh/uterine cyst procedure, the jaws of the device would not reopen while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no patient injury.

Manufacturer narrative:
(B)(4) to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.